Event description:
It was reported by the independent repair center that the unit has low o2/yellow light and primary cause of the malfunction is the sieve beds are saturated. No patient injury reported, no additional information provided.